Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to position the knot could not be confirmed and device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using proglide devices with a 5f and 7f sheath per artery after an interventional peripheral procedure. Reportedly, in the rcfa, there was no suture with plunger removal for the first proglide. A second proglide suture was harvested; however, the knot pusher would not "cinch" down the knot after multiple tries. Pulsatile bleeding continued. A non-abbott device was attempted as well, yet bleeding continued. Manual arterial compression was used to achieve hemostasis in the rcfa. In the lcfa, the knot pusher was also attempted to push down the knot and the knot could not be "cinched" as well. Manual arterial compression was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.